Event description:
It was reported to medtronic minimed that the customer experienced a small crack in her pump near the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the location of damage was at the battery compartment. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1712k was returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, scratched case, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, battery cap contact missing, and broken battery cap. In summary, the customer¿s allegation of cosmetic damage was confirmed during visual inspection when a cracked battery thread, a cracked corner of the belt clip rails, a cracked case, and a cracked battery tube compartment were noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.